Event description:
The user facility reported after investigation of the pump, the investigation team suspected an issue with the automated impella controller (aic). Investigation team suspected that the low snr (signal to noise ratio) was related to the aic.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information received from the representative confirms the patient survived.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report. H6 medical device problem code a0709 was erroneously entered on the initial manufacturer device report.

Manufacturer narrative:
Investigation summary: not available because product (B)(6) was not returned.